Manufacturer narrative:
The customer returned a single piece of the 240044 paparella-type vent tube, silicone for evaluation. A visual inspection was performed on the received condition of the vent tube and discovered debris and lint throughout the device. The single vent tube was received inside of a blue container (no damage), packaged inside the original box (which was open). However, the sterile package was not received and therefore, could not be inspected since it was not returned for evaluation. The inner diameter of the device was measured according to the information provided in the manual; the inner diameter is approximately 1.02mm which was measured using the caliper. Based on the evaluation, the debris and lint found on the device likely occurred after removing the vent tube from the package.

Event description:
The manufacturer was informed by the customer there is a lot of debris and extra plastic on the paparella-type vent tube, the debris is white in color. The user facility reported that the tubes were implanted into two patients and were wiped and soaked in saline prior to implanting. There was no patient injury reported. Additionally, it was reported that the customer has one piece left and the doctors do not want to implant it into children's ears.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review. DHR review was performed. DHR for the finished device was reviewed and no abnormalities in documentation or process was found.